Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This is 1 of 4 allegations of unspecified issue which resulted in adverse event. The patient reported 4 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records (B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified issue occurred. Date of event is an approximation. On (B)(6) 2024, the patient reported a hypoglycemic event but was unable to provide more details. According to the report, the patient uses a tandem t-slim pump and wanted to switch back to g6. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined as data did not reflect the full investigation window. No additional patient or event information is available.